Event description:
It was reported that the mesh was explanted. Ring punctured the intestinum tenue, faces were adhered to the mesh and the stoma was formed from the mesh to the subcutaneous.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.